Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)). The downloaded log file contained approximately 2 days of data ((B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2021 from 21:56:33 to 21:56:47 due to a loss of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the loss of external power. The loss of external power did not affect the controller's ability to operate the pump at the set speed. The alarms were resolved when power from the mpu was restored. The mpu was not returned for evaluation. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, if the patient has a locking ac power cord for the mpu, and if the mpu would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, no external power, pump off, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A log file captured a no external power and low voltage hazard alarms on (B)(6) 2021 from 21:56:33 to 21:56:47 due to a loss of power while connected to the mobile power unit. No additional information was provided.